Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that a patient's operation took place on (B)(6) 2022 at the hospital in the in the orthopaedic department. During a surgical procedure to remove orthopaedic material, an intradermal suture was made with absorbable thread. The wound closed properly until 21 days when the loops were cut by the nurse as prescribed. The sutures were not resorbed. On the outer ankle suture, the suture came out in small pieces and appeared to be still present in some places. On the medial malleolus, a painful inflammation appeared on (B)(6) and pus on the (B)(6). The wound was cleaned every other day, and then every day by the home emergency nurse. The wound reopened in three places, each time with painful inflammation and presence of superficial pus and thread. No fever. In consultation on (B)(6), the surgeon scheduled an operation in the block on (B)(6) (when the scar was removed), with 8 days hospitalization and six weeks antibiotic therapy not without difficult side effects. Current status of the patient: the infectiologist considers as of (B)(6) that she is cured. She still has significant pain from the antibiotic. Additional information has been requested.

Manufacturer narrative:
Corrected data from the initial medwatch: e1: reporter name and address corrected. H6: health effects (clinical and impact codes) corrected according to the information received. Analysis and results: according to the list of monosyn products distributed to the customer: 16 codes and more than 200 batches. According to the information received, suture pieces were found in the wound after 21 days. The mass degradation of monosyn is completed between 60 to 90 days, so it is normal that the threads were still present in the wound. Please see below the part of the instructions for use that explain this: "upon implantation monosyn® elicits a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn® is degraded by hydrolysis and the degradation products are subsequently metabolized by the human body without causing any enduring alteration of the implantation site. Implantation studies have shown that the suture retains approximately 50% of the original knot pull tensile strength after 13 to 14 days. The mass degradation of monosyn® is essentially completed in 60 to 90 days. Monosyn® is contraindicated on patients with known sensitivities or allergies to its components (glycolide, e-caprolactone, trimethylenecarbonate and dyestuff d&c violet no 2) and when an extended wound support is required (e.g. Suturing of tissues under tension or fixation of synthetic grafts prosthesis or grafts that require extended wound support. The implantation of monosyn® in low vascularized tissue can lead to a delayed absorption of the suture. Monosyn® sutures must be placed properly using standard surgical techniques, including appropriate knot tying applying accepted surgical practice (flat, square ties with additional throws as deemed necessary by the surgeon's experience and by the surgical circumstance)." Regarding the infection found, it is a known side effect, also informed in the IFU of the product: "as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply." As no samples have been received further analysis cannot be done. As no code-batch has been received the batch manufacturing records cannot be reviewed. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.